Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: visual analysis of the returned device identified: weight to the spec, opening curved. A microscopic analysis was performed which identify a broken striated in the anterior side and missing piece of the device. Based on the device analysis the final assessment is: -a striated broken in the anterior side assessed as surgical damage. -a missing piece of the shell assessed as to inconclusive. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported right side capsular contracture baker grade IV. The device has been explanted and replaced.